Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 60-323 mg/dl. Customer consumed candy and went to the emergency room (ER) and was treated with gluco gel, graham crackers and milk. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.